Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: dr. (B)(6) performed patient #123's surgery at (B)(6) hospital in tel aviv in on (B)(6) 2017. Her spinal x-ray was okay 10 months after the procedure (jan 2018). The patient reported having felt and heard some noises from the device but thought it was normal. Patient started having some pain on (B)(6) 2021. Patient is a weight lifter and heard some noises when she would squat lift. There was some reported pain with squat lifting too. On 29-june-2022, the company was made aware that the implant (rod) broke. On 11-july-2022, the reporter notified the company that the patient needs a revision, however it was decided not to go forward with a revision with the reporting surgeon. No additional information has been provided. A review of all available information determined that this patient was treated out of indications (primary cobb 61° and lateral bending 40°) and this patient did not adhere to the IFU warnings and precautions, "patients implanted with the mid-c system should not participate in contact or severe sports such as weightlifting, tumbling, gymnastics, rowing, or other high risk activities" (patient is a weight lifter and heard some noises when she would squat lift. There was some reported pain with squat lifting too.) Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of broken rod has been assessed and found to be acceptable the current implant breakage rate due to any reason is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Event description:
Patient #123 index surgery was performed on (B)(6) 2017, patient's spinal x-ray 10 months after the procedure (B)(6) 2018) was okay on (B)(6) 2022, the company was made aware that the patient's implant (rod) broke.